Event description:
The customer reported a secondary of antibiotics back flowed into the primary bag. Per product concern form: "secondary IV tubing hung properly above level of primary tubing. When secondary tubing unclamped, antibiotic infused into primary bag rather than patient. Undetermined amount of antibiotic was unable to be given to patient." There was no report of patient harm. Medical intervention was not required. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer stated the product would be returned however it has not been received. The customer's report of backflow into the primary could not be confirmed due to the product was not returned for investigation. A follow up report will be submitted should the product be received. The root cause of this failure was not identified.